Event description:
The reporter contacted animas on (B)(6) 2014 alleging a blood glucose of 600 mg/dl with large ketones. The pump was reviewed with the reporter and confirmed that the pump settings were correct in the pump, the basal history correctly matched the user programmed basal rates and were reflected in the total daily dose, and the bolus history appeared as programmed and was reflected in the total daily dose. During troubleshooting the reporter indicated being able to successfully deliver an air bolus. The review of the event found that there may have been issue with the storage or quality of the insulin being used in the pump. This report is made based on the allegation that the patient experienced hyperglycemia during use of the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: the pump history from the time of the reported event was unavailable due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.